Event description:
It was reported that during routine maintenance cutter was noted to be damaged. Upon evaluation it was noted the cutter failed the cutting test. No harm or delay were reported and no other adverse events were reported along with this event.

Manufacturer narrative:
The cutter failed the cutting test. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.